Event description:
It was reported (finland) the patient lost stimulation. Lead diagnosis showed invalid impedances. The physician decided to replace the lead with a new one, which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.